Event description:
It was reported that during an unspecified procedure, a vessel perforation occurred. Approximately 2 months prior to the event, the pt received a vein graft, however, the location of the graft is unk. The pt presented to the hospital with an acute myocardial infarction (ami) and received two doses of an unspecified fibrinolytic agent. Approximately 8 to 11 hours following administration of the medication, the pt was taken to the cath lab for an angiographic procedure. The physician noted that the fibrinolytic medication had not been successful. A maverick balloon catheter of unk size was advanced to the distal part of the previously implanted vein graft for predilatation. The number of inflations and to what atms the balloon reached is unk. Another MFR's 4.5mm x24mm stent was successfully deployed and post-dilated with the quantum maverick 5.0mm x20mm balloon catheter with "good result". Attention was then turned to the ostium of the vein graft and the same quantum maverick 5.0 x 20mm balloon catheter was advanced for pre-dilatation of the lesion. The number of inflations and to what atms the balloon reached is unk. Following pre-dilatation, a vessel perforation was noted, however, the location of the perforation is unk. There was no "covering stent available", therefore, the physician left the balloon catheter in its current location for approximately 3 to 4 hours while the pt was transported to a facility with surgical capabilities. No details of the surgical intervention are available, however, it was reported that the "pt is now feeling just fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.